Manufacturer narrative:
Concomitant medical products: arctic front advance cardiac cryoablation catheter medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The overall baseline gender characteristics is male; the overall baseline age of the patients was 65 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿clinical investigation of the durability of the lesions created by left atrial linear ablation with a cryoballoon.¿ j cardiovasc electrophysiol. 2020 feb 4. Doi: 10.1111/jce.14379. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during an ablation procedure using a cryoballoon ablation catheter system. There were 18 patients who experienced phrenic nerve palsy (pnp); with no indication of treatment/resolution. There was one patient who experienced cardiac tamponade, which required drainage. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The status/location of the cryoballoon is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.